Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysisof the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date is (B)(4) 2013.

Event description:
It was reported that the device was at elective replacement indicator (eri) after 32 months of service life. It was also reported that the left ventricular (lv) lead thresholds had been high since shortly after implant. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Products: 419688 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.